Event description:
A surgeon reported that approximately two months following an intraocular lens (iol) implant procedure, the patient reported diminished eyesight. Upon examination, the surgeon described central opacification. The patient was sent for a second opinion. The consulting surgeon reported the opacification was related to the iol. The implanting surgeon scheduled the patient for an iol exchange procedure. During the procedure, the surgeon inspected the lens and did not observe any problems. The surgeon felt the problem must have been with the first surgical procedure. The lens was implanted back into the patient. The surgeon noted the patient does not report any more problems. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No other complaints were reported for this lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).